Event description:
During a aaa procedure using a 'snorkel' technique, a viabahn device was used in a patient's left renal artery. A 9fr cook sheath was used to advance a viabahn device. The device was delivered to the intended site. The physician instructed a fellow to deploy the device 'fast'. The device partially deployed when the deployment string broke. The undeployed portion of the device was captured back into the sheath, and removed along with the guidewire. A new introducer sheath and guidewire were inserted. Another viabahn device was delivered to the intended site and successfully deployed. The patient did not experience any adverse consequences. The affected device was discarded at the hospital.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Warnings in IFU states, w.l. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.